Event description:
Per the clinic, the patient developed necrosis of skin flap tissue. Surgery to reposition the device and revise the skin flap occurred on (B)(6), 2011. The implanted device remains. There are plans to explant the device and reimplant the patient with a new device on the contralateral side, but it is unknown if this has occurred as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4): implanted device remains.